Manufacturer narrative:
Note: section b3 event date is currently unknown. However, bwi was notified of the event on (B)(6)2023. The event date has been filled out as that date. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31110239l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown cardiac ablation procedure using a thermocool® smart touch® sf uni-directional navigation catheter the patient experienced cardiac tamponade that required treatment. The procedure was already about in its last third when the event occurred. A map was created and several ablation points were placed without any problems. Then the patient suddenly and very strongly inhaled, which led to a strong uncontrolled movement of the catheter. A few minutes later, the saturation dropped and a pericardial effusion was detected. The procedure was stopped immediately and the patient was treated. The bleeding was stopped and the patient was subsequently transferred to the monitoring ward in an awake state. The procedure was not successfully completed as the event occurred during the ablation phase. Afterward, the patient fully recovered.